Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, eccentric target lesion was located in the mildly calcified distal right coronary artery (rca). The lesion contained greater than 45 and less than 90 degrees bend. After pre-dilatation with 2.0x9mm balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up and the shaft was broken. Hence, pre-dilatation was repeated and the procedure was completed using another stent with buddy wire support. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. The hypotube was also noted to be broken at 230mm distal from the distal end of the strain relief. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, eccentric target lesion was located in the mildly calcified distal right coronary artery (rca). The lesion contained greater than 45 and less than 90 degrees bend. After pre-dilatation with 2.0x9mm balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up and the shaft was broken. Hence, pre-dilatation was repeated and the procedure was completed using another stent with buddy wire support. No patient complications were reported and the patient's status was stable.